Event description:
In 2007, the following info was provided to cook endoscopy: during an endoscopic procedure to extract biliary stones, the physician used a cook endoscopy fusion extraction balloon w/ multiple sizing. The balloon ruptured during a sweep of the bile duct. Another extraction balloon was used to complete the procedure. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. On four days later, the device was returned for evaluation. Upon evaluation, we confirmed a portion of the balloon material was missing from the extraction balloon. Although the initial report indicated that no portion of the device detached inside the pt, the info on the location of the missing balloon material was requested, but was unable to be provided.

Manufacturer narrative:
Therefore, this report is being provided out of an abundance of caution. If add'l info is provided, a follow-up medwatch will be submitted. Evaluation: our evaluation of the returned device confirmed the report. The balloon material has ruptured. A portion of the balloon material is missing from the device. The location of the balloon material is unk. There are no kinks in the catheter. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability ot conclusively determine the cause for this observation. However, we can provide the following comments: balloon ruptures can occur if the balloon material has come into contact with a sharp object, such as a sharp stone, or possibly a burr in the endoscope channel. Other possible factors that can contribute to balloon material rupture include exceeding the recommended inflation volume and applying excessive force to the balloon during extraction. Prior to distribution, all fusion extraction balloons are subjected to an air inflation test to ensure proper balloon integrity prior to distribution. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of balloon material rupture. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.